Event description:
It was reported that following an ablation procedure moderate bleeding and a hematoma were observed at the vascular access site. The patient's medication was changed and their hospitalization was extended. No patient complications have been reported as a result of this event. The patient is part of the (B)(6) clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.